Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes the fact that the invisalign system aligners caused or contributed to the reported symptom. This event is being filed as an MDR as the patient reported tooth loss (permanent impairment to body structure) and the invisalign product was being used.

Event description:
The patient reported losing tooth # ur1 (upper right central incisor) and mobility. The patient did not report requiring medical intervention to alleviate the reported symptoms. The patient reported being prescribed antibiotics (unspecified) to alleviate the reported symptoms. The treatment has not been discontinued as the patient is still wearing the aligners and is currently getting better. The treating doctor shared the potential root cause could have been mobility caused by the aligners.